Event description:
This report is to advise of a fracture found in the catheter shaft during analysis. The shaft braiding was protruding at the point of the fracture.

Manufacturer narrative:
One uni-directional, curve f, flexability ablation catheter was received for evaluation. Investigation revealed a kink in the shaft material at electrode 3 and it was noted that some of the shaft braiding was protruding from the kink. Dissection revealed conductor wire 2 had been fractured at the kink consistent with the open circuit detected and the reported noise issue. Electrodes 1,3 and 4 met specifications of acceptable resistance values. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the kink at electrode 3 and subsequent protruding shaft braiding remains unknown.